Event description:
The manufacturer received information alleging an issue related to a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have cancer and nasal burn. The medical intervention that the patient received in response to the event is currently unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a bilevel positive airway pressure (bipap) device's sound abatement foam became degraded and caused the patient to have cancer and nasal burn. The medical intervention that the patient received in response to the event is currently unknown. Despite multiple attempts on 7/13/2022, 7/28/2022, 8/02/2022, the device has not yet returned to the manufacturer for evaluation. There has been no response from the customer on the return of the device. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Codes in section h6 have been updated in this report.